Manufacturer narrative:
Analysis confirmed the stated reason for return of inaccurate stylus calibration. The programmer was returned without the stylus so a new one was added however a misalignment between the stylus and the screen pointer was still observed. Additionally, errors in the software update were found. The device was cleaned, touch screen and stylus were calibrated, new software was installed and the device then passed its electrical safety test as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen (stylus) calibration was inaccurate. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.